Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not duplicate customer comments. Analysis did find that the upper and lower cases were broken, the lower case was contaminated, the side bail covers were broken, the ring cover and lead flex cover were contaminated, the heart wire contacts were contaminated and the battery contacts were compressed.

Event description:
It was reported there was no atrial output. Follow-up information was subsequently received stating the device was attached to a patient at the time of the event. The device was switched to a different one, without incident. There were no patient complications.